Event description:
The implant card indicated that the reason for replacement was due to battery depletion and prophylactic. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received indicating that the patient's increased seizures started in (B)(6) 2010. Her seizure duration had increased up to 30seconds. The increased seizure frequency and duration were believed to be related to loss of therapy; however the physician felt that the magnet not helping the seizures was unrelated. Since 2010, it was indicated that her medications and vns settings were adjusted however the outcome was poor. He indicated that the increased seizure frequency and duration started after the vns was adjusted. Prior to being implanted with vns, the physician stated that the patient had 1-2 seizures per day. It was noted that the patient experienced an average of 10-20 seizures per month from (B)(6) 2010 until (B)(6) 2011. The patient underwent a generator revision on (B)(6) 2012. The generator has not yet been returned for analysis.

Event description:
It was reported through clinic notes received on (B)(4) 2012 and dated (B)(6) 2012 that the patient had been seen in the office and was experiencing an increase in her seizure frequency and duration. It was also indicated that the magnet was not helping to abort seizures. The patient's settings were provided and diagnostic results showed that the system appeared to be functioning as intended. The patient has been referred for revision; however this has not occurred to date. Attempts for additional information have also been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that the generator was return to the manufacturer for evaluation. Product analysis is planned but has not been complete.